Manufacturer narrative:
A ge representative evaluated the system and reloaded software and reseated the cine bridge board. System operates as intended. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the system is displaying a corrupted files error. No pt injury was reported.